Manufacturer narrative:
Customer noted that replacement battery resolved the issue.

Event description:
It was reported to philips that the device has a battery issue. There was no reported patient involvement/adverse patient impact.